Event description:
During evaluation of a returned spectrum pump, the device had low speaker tones. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had low speaker tone. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be rear case which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.